Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, evaluation found crystallization on the scope cover. Based on the results of the investigation, the most likely cause of the foreign material in the scope was unable to be determined. The event can be detected/prevented by following the instructions for use which state: IFU states the detection method in operation manual chapter 3 preparation and inspection. IFU states the preventative measures in reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had a dirty forceps channel. This issue occurred during maintenance of the device. There was no report of patient involvement.